Event description:
General report received of an unspecified number of undocumented incidents that the devices delivered less medication than intended. On unspecified dates and times, the devices were programmed to deliver unspecified medications and the deliveries were started. No specific programming parameters were provided. After unspecified lengths of times, it was reported the volumes remaining in the containers were more than expected. The expected volumes remaining were not reported. There were no reports of any adverse pt events and no reported delays of critical therapies while the devices were in clinical use. During testing at the user facility, the devices passed testing and were returned to clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The devices were not isolated or identified by serial numbers; therefore, they will not be returned for investigation. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.